Event description:
It was reported that this pacemaker right atrial (ra) channel exhibited farfield oversensing of ventricular signals. A stored pacemaker mediated tachycardia (pmt) episode that was successfully terminated with algorithm was also noted. Technical services (ts) discussed possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.